Event description:
The account alleged, the hi/low runs down intentionally and the head runs up unintentionally. No injuries. The account has changed boards. The unintentional movement stops when the nurse call panel is removed.

Manufacturer narrative:
The account replaced the testport cable to repair the bed.